Event description:
It was reported that the balloon did not inflate during use. It was later confirmed by the rep that the malfunction was not balloon inflation problem but pacing difficulty, it was unable to pace during use. When the catheter was replaced, the problem was solved. There were no patient complications reported

Manufacturer narrative:
Our product evaluation lab received one bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe. The customer report of pacing issue was confirmed. As received, the balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. A cut down of catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. It was observed that the proximal leadwire was broken under the balloon, at 1.0 cm proximal from catheter tip. No visible damage or defect was observed from the balloon, windings, catheter body and returned syringe. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.